Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: equinoxe humeral stem. Equinoxe replicator plate 300-10-45. Equinoxe humeral head 44mm x 17mm 310-01-44. Equinoxe keeled glenoid.

Event description:
As reported, on an unknown date, the patient was implanted with a right primary total shoulder arthroplasty (tsa). The patient presented back to the physician's office with complaints of pain and instability. X-ray imaging and 3d imaging showed significant bone lose within the glenoid behind and around the glenoid implant. Bone loss was shown in the medial and posterior areas around the humerus. The patient underwent revision surgery where the components were removed and due to significant bone loss and scar tissue formation, the patient received a competitor cement shoulder spacer at this procedure. Further imaging was required post-operatively to create a custom reverse implant for this patient potentially. The event was unrelated to the breakage of a device. The event resulted in a 5-15 minute delay/prolongation due to the significant bone loss and scar tissue formation that needed to be removed and debrided. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The pain and subsequent revision reported cannot be confirmed from the information provided but may be the result of instability as reported. A secondary finding is prosthesis wear and damage along the edge and inferior aspects of the keeled glenoid component. However, instability and the cause of the prosthesis wear cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and relevant product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.